Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this batch. (B)(4) units were manufactured and distributed in the market. There are no units in stock. Received an open and used cassette. The date of cassette's opening written in it is (B)(6) 2016. Although the customer initiated the complaint on 16/11/2016 we have received the sample on 15/03/2017 so the cassette has been received after more than 4 months since opening. Nevertheless, when we have tried to pull out the thread from the cassette it has broke. We consider that the thread was probably already tangled in the reel and when pulling out the thread it broke. Moreover the thread was degraded by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Therefore, we consider the complaint as justified. Remarks: on the cassette label you have the next indication: once opened, the content of the cassette should be used within 4 months and prior to expiration date. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that is was difficult to extract the thread through the cassette and the thread keeps breaking.